Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/30/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings:a review of the available black box data revealed no evidence of an inaccurate delivery issue. The basal and bolus totals added up accurately to reflect the recorded total daily doses. During testing, the pump was exercised for 24 hours with no abnormalities observed. A delivery accuracy test was performed and passed. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).